Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported by a company representative that a pt was found to be programmed to 0 ma at a follow-up appointment with the treating neurologist. The event was found through the review of pt in house programming history. The pt's vns device was programmed to normal settings at the next follow-up with the neurologist after the neurologist interrogated the pt's vns. At this moment, the reported programming system is unk as the faulted diagnostic was not in the pt's programming history. The event was found at the follow-up appointment upon initial interrogation of the pt's vns.